Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire was removed from the anchor and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: cinchlock anchor deployed, but the wire for the release stayed in the anchor and had to be removed manually. The failure identified in the investigation is consistent with the complaint record. The root cause was a material issue.

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire was removed from the anchor and the procedure was completed successfully.